Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found black markings on the swivel and a red circular mark on the cuff located on top of the curve. Functional testing found a leak below the proximal cuff band. There were no manufacturing defects identified with the cuff. It is likely the cuff came in contact with something sharp or was over inflated.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, according to the patient's nurse, the cuff of the tracheostomy tube was blocked (9 ml) and burst during the meal. Due to the burst cuff, the patient's life was at risk. The cannula was changed immediately after the incident. The cannula has been put in quarantine afterwards. There was patient involvement and patient harm/adverse event reported. Adverse patient effects are unknown.